Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of an aortic bioprosthetic valve that required valve in valve intervention due to severe aortic stenosis after an implant duration of nine (9) years, five (5) months. The patient was implanted with a transcatheter valve through the existing valve. The patient was reported as doing well. Patient has a history of (B)(6), paroxysmal supraventricular tachycardia, peripheral vascular disease.